Manufacturer narrative:
(B)(4). Evaluation summary: the analysis was performed by asahi intecc. Co. Ltd: visual analysis of the returned device confirmed the coil elongation and core separation. Based on the obtained information and the investigation outcome, it is presumed that after the subject guide wire wandered into the rca subintimal area and caused the dissection, retracting manipulations while the distal tip of the guide wire was trapped by the lesion or stent caused excessive torquing force to be locally accumulated in the core wire, exceeding the product performance and leading to fracture. As for the coil, it is assumed that pulling force exceeding the product performance was applied to the coil in the longitudal direction, causing the distal tip to become smaller in diameter and ductile fracture; however, the cause could not be identified. The instructions for use (IFU) states: use this guide wire carefully as the guide wire may penetrate the blood vessel. Otherwise, it may cause adverse events such as blood vessel perforation and coronary artery dissection. Additionally, the IFU states: when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. A review of the lot history revealed no anomaly related to the reported event, and no other similar product experience report was received.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient weight is (B)(6). As of (B)(6) 2017, the patient has not experienced any adverse sequelae. There are no plans for future treatment of this wire strand in the anatomy. The patient will be observed periodically / as needed. No additional information was provided. User facility medwatch report received that states: interventional cardiologist was attempting a percutaneous transluminal revascularization of chronic total occlusion of the right coronary artery (rca) via retrograde access through the left circumflex artery. A microcatheter and gaia 3 wire knuckled and was no longer maneuverable as it became ensnared in calcium and the microcatheter. Upon removal it was discovered that the end of the gaia 3 wire had unraveled leaving wire fragment retained in the rca. Post-procedure CT of the chest and abdomen revealed retained wire in the aorta extending from the thoracic inferiorly to the left external iliac artery. It was determined that the risks associated with surgical or procedural removal were too great and the patient would be monitored and managed medically. No additional information was provided. The device is manufactured by asahi intecc. Co. Ltd. (B)(4), registration number: (B)(4). (B)(4) distributes the device and is responsible for MDR reporting. User facility medwatch report number (B)(4).

Event description:
It was reported that the procedure on (B)(6) 2017 was to treat a heavily calcified chronic total occlusion (cto) in the very tortuous proximal right coronary artery (rca). An asahi gaia 3rd 190cm micro j guide wire (gw) was advanced through the left main (lm) to the circumflex (cx) into collateral arteries and into the rca, but the gw inadvertently entered the subintimal area of the rca, resulting in a dissection; during advancement, resistance was felt due to the cto and the gaia knuckled (prolasped), but no unusual force was applied. When pulling the gaia gw back, some resistance was felt against the lesion calcium and a microcatheter, and, while no force was applied, the coil unraveled and the tip separated in patient anatomy. A dissection was noted. The separated proximal gw portion was withdrawn and the dissection, target lesion cto, and tip were all treated via deployment of a stent, successfully resolving the dissection and securing the tip against the vessel wall. There were no adverse patient sequelae. The patient returned on (B)(6) 2017 for a follow-up computerized tomography (CT) scan and optical coherence tomography (oct) to check on the status of the tip left in the anatomy; the CT and oct revealed that in addition to the secured tip in the rca, a long strand of the wire was observed from the proximal rca into collateral vessels, up to the cx, into the lm, into the aorta, and ending in the iliac artery. As there was no thrombus noted, the wire was inadvertently tacked down (secured) at the proximal rca by the earlier placed stent, and additional intervention may result in adverse patient effects in the opinion of the physician, no additional intervention was performed.